Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, e1 (initial reporter and email).

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) was producing an abnormal sound. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was producing an abnormal sound. There was no harm reported.

Manufacturer narrative:
It was reported that cs100 intra-aortic balloon pump (iabp) producing abnormal sound. A getinge field service engineer (fse) evaluated the unit and found some abnormal noise from the unit compressor. Since working hours of the unit is nearly 10500 hours, initially 5000 hours pm kit need to be replaced for the further diagnosis. Still the device not repaired. If any new information received about part replacement, the complaint will be reopened and updated it. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions),h10. Additional contact details: event site postal code: (B)(6). Event site state: (B)(6). It was reported that cs100 intra-aortic balloon pump (iabp) producing abnormal sound. Getinge field service engineer (fse) found producing abnormal sound. No one harm onsite. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.no patient involvement.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found some abnormal noise from the unit compressor. Since working hours of the unit was nearly 10500 hours, initially 5000 hours pm kit need to be replaced for the further diagnosis. Now customer replaced maintenance kit by themselves and using the unit. Handed over the equipment to the customer in good working condition.